Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe with safetyglide¿ needle there was an issue with plunger was deformed.

Manufacturer narrative:
Investigation: during DHR review all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268731 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo and one 1ml s/t syringe with safetyglide needle inside an opened package were received, confirmed to be from batch #7268731 (p/n 305903). The sample was visually evaluated. The stopper was observed to be jammed alongside the plunger rod. Potential root cause for the jammed stopper defect is associated with the assembly process.

Event description:
A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.